Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm. The customer¿s blood glucose level was 333 mg/dl. The customer stated that they inserted new batteries pump showed failed battery test. The customer was treated with manual injection for high blood glucose. The customer declined troubleshoot for high blood glucose. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.